Manufacturer narrative:
The reported event of "the implant came out in pieces" is confirmed. Visual examination of returned used device found the implant broken in the middle and the broken pieces were returned. It is suspected that the implant was not fully engaged. Examination performed found no issues this the driver. This is a technique dependent device and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 9,998 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth, the device is not properly aligned with the pilot hole, the device is loose or not securely attached on the delivery handle, the device inserter is used for prying, the device is advanced too deep, and/ or a small amount of forward pressure is not applied while rotating the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the t50s was being used on (B)(6) 2021 during a posterior tibial tendon transfer procedure when it was reported "a 7mm drill bit is drilled in the bone for a 6mm diameter tendon. The tenolok implant is inserted with the tendon inside the hammer drill until the laser mark . It is expanded by turning the black knob clockwise. It is held for a few seconds and then the tendon with the tenolok implant comes out in pieces." After further assessment, it was discovered the pieces were retrieved with a kelly forceps. There was no report of injury/impact for the (B)(6) year old male patient. The procedure was completed with an alternate unknown device. There was no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.